Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a miles operation, after the operation started, the operation was converted to a low anterior resection since the position of the tumor was higher than preoperative information. However, the staples were not deployed at all at the first firing. Then, the operation was converted again to a miles operation. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis